Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures; the incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective distribution board. The technician replaced the board to resolve the reported issue. The board was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could not be confirmed. The board worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message after procedure. There was no report of patient injury.